Event description:
It was reported that the user experienced several blood glucose crashes over multiple days while using the ilet, including a documented low reading of 40 mg/dl, and contacted support to confirm whether current insulin dosing practices or treatment approaches constituted user error; troubleshooting and education were completed, and the call was transferred to clinical support. Symptoms included sweating and disorientation consistent with hypoglycemia. Outcomes included self-treatment with oral glucose using glucose tablets and honey, with no hospitalization reported. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemic events remained unclear, with no confirmed device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.